Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: l80313, product type: lead. Product ID: 3998, serial/lot #: (B)(4), ubd: 25-apr-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the doctor told him there were leads that were broken with the patient's first implant. The patient confirmed that it was only in for a couple years. The patient stated this was 20 years ago. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the lead being broken was the second implant. The patient said the first was determined by a rep and hcp and the devices were faulty. It was reported that it was recommended their device be replaced again and the issue was not resolved. No further complications were reported.